Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a replacement procedure due to normal battery depletion (nbd) the physician was unable to remove the right atrial (ra) lead and right ventricular (rv) lead from the device header. Subsequently, the device header was cut off, and the leads were successfully removed. The pacemaker was explanted and replaced. The ra lead was surgically abandoned due to chronic atrial fibrillation, and the rv lead remains in service. No additional adverse patient effects were reported.